Event description:
It was reported to philips that system was not able to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) visited onsite and confirmed the reported problem. Upon troubleshooting, fse identified that the drive in the host pc was not powering up. To resolve the problem, fse moved hd1 to slot 3. On another maintenance case, fse re seated all connections in the host pc. After replacing the hdd from bay 1 to slot 3, the system was returned to use in good working order. The codes were updated based on the investigation outcome.